Manufacturer narrative:
Concomitant product : 4076-45 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient received inappropriate therapy from the device due to an atrial arrhythmia with rapid ventricular response. Medication changes were made by the physician, no programming changes were made, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.